Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(4). Clinical adverse event received for rerupture patellar tendon, septic arthritis left knee. Event is serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2018, date of event (onset): (B)(6) 2018, (left knee). Treatment: left knee revised, with removal of femur, tibial tray, tibial insert, offset adaptor, and tibial stem. Product details: component type: smart set mv bone cement 40g, catalog number: 3122040, lot number: 8661745. Component type: smart set mv bone cement 40g, catalog number: 3122040, lot number: 8661745. Component type: attune revision offset stem adaptor 4 mm, catalog number: 151304000, lot number: 8656523. Component type: attune revision pressfit stem 16 mm x 60 mm, catalog number: 151316060, lot number: hr5221. Component type: attune p/s fem lt sz 7 cem, catalog number: 150410107, lot number: 8309667. Component type: attune revision tibial base fixed bearing size 6 cemented, catalog number: 150640006, lot number: 8505990. Component type: attune ps fb insrt sz 7 14mm, catalog number: 151640714, lot number: 502626.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.